Event description:
It was reported that review of iegms after an unknown procedure showed two episodes of noise on both atrial and rv leads. The iegms were from sometime before the procedure. All measurements were good after the procedure. No further information is available.

Manufacturer narrative:
.